Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00396.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician attempted to insert the cat8 through a short sheath without using a guide wire which then caused the cat8 to kink at the distal tip. The physician removed the kinked cat8 and continued the procedure using a new cat8. While removing thrombus using the new cat8, the physician decided to up-size the sheath; however, the new sheath was not compatible with the cat8 and it became kinked as well. The kinked cat8 was removed from the patient and the procedure was completed using a new cat8 with a compatible sheath. There was no report of an adverse effect to the patient.